Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. According to initially provided information, an unexpected movement of the plate occurred during an intervention. There were no medical consequences for the patient or the surgical team. Later on, it was possible to confirm that a tilt movement without using remote control occurred with a patient on the table. According to information provided following service visit on site, damaged mains supply cable (31153373) was found, motor was adjusted, column lubrication and leg cylinder bleeding were performed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended tilt motion which could potentially result in a patient falling from the table, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive used with 720090a0 cable connected hand control. According to initially provided information, an unexpected movement of the plate occurred during an intervention. There were no medical consequences for the patient or the surgical team. Later on, it was possible to confirm that a tilt movement without using a remote control occurred with a patient on the table. Following the functional testing, the device was cleared for use and returned to service. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table, which could potentially result in a patient falling from the table, was to reoccur. A technical inspection of the affected device was conducted, the motor was adjusted, column lubrication and leg cylinder bleeding were performed. Based on information provided by getinge service technician, no spare parts were replaced and no malfunction was noted during the intervention. Following the functional testing, the device was cleared for use and returned to service. Based on the investigation performed, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since the operating table malfunction was not found, it was determined that the getinge device met its specification and did not fail. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. The customer does not have a maintenance contract with getinge, and no maintenance has been carried out. In summary, based on the root cause evaluation, it can be concluded that the reported issue, namely the unintended movement of the plate which could potentially result in the patient falling from the table, as well as the malfunction of the getinge device, could not be confirmed. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. Occupation: (B)(6). The correction of b5 describe event or problem and e1 initial reporter fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. According to initially provided information, an unexpected movement of the plate occurred during an intervention. There were no medical consequences for the patient or the surgical team. Later on, it was possible to confirm that a tilt movement without using remote control occurred with a patient on the table. According to information provided following service visit on site, damaged mains supply cable (31153373) was found, motor was adjusted, column lubrication and leg cylinder bleeding were performed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended tilt motion which could potentially result in a patient falling from the table, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive used with 720090a0 cable connected hand control. According to initially provided information, an unexpected movement of the plate occurred during an intervention. There were no medical consequences for the patient or the surgical team. Later on, it was possible to confirm that a tilt movement without using a remote control occurred with a patient on the table. Following the functional testing, the device was cleared for use and returned to service. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table, which could potentially result in a patient falling from the table, was to reoccur. Previous e1 initial reporter: (B)(6). Corrected e1 initial reporter: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive used with 720090a0 cable connected hand control. According to initially provided information, an unexpected movement of the plate occurred during an intervention. There were no medical consequences for the patient or the surgical team. Later on, it was possible to confirm that a tilt movement without using a remote control occurred with a patient on the table. Following the functional testing, the device was cleared for use and returned to service. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table, which could potentially result in a patient falling from the table, was to reoccur.